Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not used. The root cause was determined to be a o2 cell expiration date reached, o2 mixer assembly was defective. In consequence, as per the rgas the following items were replaced: · mainboard · fdc to display. · cable to o2 cell. · o2 mixer assembly sensirion. All tsw calibrations were carried out and the unit was working properly. There was no patient or user harm.

Event description:
O2 cell is not getting calibrated.